Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected for use. During the procedure, after transeptal and when removing dilator and wire, an increased amount of air was noted in the sheath. After four aspiration attempts, air and blood mixed were noted. The sheath was replaced, and procedure was completed without patient complications. When the tech was clearing blood from sheath once outside of body, a sucking noise was noticed from flush port with each flush pass. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected for use. During the procedure, after transeptal and when removing dilator and wire, an increased amount of air was noted in the sheath. After four aspiration attempts, air and blood mixed were noted. The sheath was replaced, and procedure was completed without patient complications. When the tech was clearing blood from sheath once outside of body, a sucking noise was noticed from flush port with each flush pass. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.